Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: product ID: 9735821, lot number: p903683 g2: foreign country - japan h3/h6: the system was serviced in the field and the camera was replaced. Codes b01, c08, and d02 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that during inspection, a camera error occurred and it was not recognized. Both the temperature and impact sensors on the positioning sensor unit (psu) were activated. There was no patient involvement.

Manufacturer narrative:
H2, h3) the returned positioning sensor unit (psu) 9735821 had scratches on the housing and lenses. A check of the event log showed intermittent firmware incompatibility and intermittent illuminator current low. There was a battery voltage low message along with bump detected and storage temperature exceeded. The psu failed an accuracy test (aak) at 1.092mm with a passing threshold of .250mm. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.